Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. No intervention or changes were reported. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.